Manufacturer narrative:
Lot # and manufacture date provided.

Event description:
A medtronic representative reported that, the site is having difficulty removing bone from the tap instrument. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device lot number, or serial number, not available at time of this report.device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time.no parts have been received by the manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.